Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. A lateral a-frame and an offset shell inserter were returned for evaluation. As returned, a-frame screw fractured as shown on the attached print and photos. The o-ring was not returned. Device exhibit wear & tear that indicates successful use while being deployed in the field. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The has returned for analysis and an evaluation has been initiated. Upon completion of the evaluation, a follow up report will be filed.

Event description:
It was reported that a frame screw broke upon impaction of the shell. All pieces were removed from the patient and there was no significant delay in the procedure.